Event description:
It was reported that lead revision was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743fa, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient was trained on recharging their device but could not get greater than 2 coupling bars unless they were sitting against the recharger in a chair in a very specific position. The patient was not getting greater than 50% reduction in their symptoms at the time of report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Event description:
It was confirmed a few weeks later that the physician explanted all implanted devices. A new system was implanted, placing the lead more midline and moved the pocket for the ins. Causes of the lead migration and coupling problems were not determined. The patient will be seen in the clinic in approximately two weeks for how they are doing with coverage and charging.

Event description:
It was reported that the patient experienced stimulation from their implantable neurostimulator (ins) had changed and was in the wrong location. The patient also experienced less than 50% therapy relief at the device pocket. Specifically, the patient had gained about 40 pounds over the past 6-7 months and had noticed that when the ¿stimulator goes on it¿s gone up on my hip¿ and that they felt the stimulation ¿up higher¿ than where it is targeted for their pain and was not helping as much. In addition, the patient had difficulty recharging with coupling/communication issues which were noted as having difficulty getting a ¿good, solid connection¿ and never got all 8 coupling bars filled in like they used to which began about a year ago. The patient stated that the just got 4 coupling bars (can only get between 2-4 bars) to come earlier today but then they quickly went blank. The manufacturer¿s representative met with the patient on (B)(6) 2014 at which time reprogramming was attempted and was unsuccessful. It was noted that every place on the lead the patient felt the stimulation in their left stomach/rib cage area. Even the right most column of electrodes produced stimulation on their left side. Fluoroscopy performed showed that the lead was ¿definitely¿ left of midline. In addition, representative attempted to get better coupling using both the patient¿s and another recharger unit but was only able to get 2 coupling bars at best. It was noted that the patient was able to get 8 coupling bars at home if they sat in a recliner a certain way. It was confirmed that the ins was difficult to palpate since the weight gain. The patient was referred to their physician(s) for consultation to address the difficult coupling issue and for a revision of the lead component. No date had been scheduled for the consultation at the time of this report. There were no further interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received stated that the patient was scheduled for a follow-up visit (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.